Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 alarm (indicating air) on the homechoice device during use. The technical service representative (tsr) explained the alarm and had the homepatient (hp) close the clamps and disconnect. The tsr assisted the hp with getting the set out and recommended that the hp contact the nurse.

Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) (air in set) was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Sales rep had reported that the patient continued with continuous ambulatory peritoneal dialysis and set the home choice machine up the following night with no problems. Patient did not connect to machine night of issue.